Event description:
It was reported, that patient's right ventricular (rv) lead exhibited high impedance and inconsistent threshold. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.